Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an un-specified procedure, the 3 x 120 mm fox sv balloon catheter was advanced to the lesion and inflated to 8 atmospheres (atm). During inflation, the balloon ruptured, and the fox sv was removed. A new fox sv balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.